Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the ok button on the infusion device is non-functional. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.